Event description:
The pump was returned to animas. Product analysis evaluated the pump and found a cracked battery compartment and a stripped battery cap. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump was examined and found that the pump battery compartment was cracked from the top to the case seal. The pump battery cap returned with the pump was observed to have stripped threads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).